Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the product history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained.

Event description:
On (B)(6) 2017, a male patient underwent a surgical procedure where cryoanalgesia was used for treatment in pain management. When the patient was seen in follow up 3 months later, he reported not sweating on his left side which was persistent for the 3-month period. The surgeon reported freezing the 2nd and 3rd intercostal spaces, even though it is not recommended. There were no other reported side effects from the patient.